Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd insyte¿ autoguard¿ bc shielded IV catheter had saline leaked from between the catheter adopter and the catheter. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Received one used iag bc 22g catheter/adapter assembly from the unknown lot number, which was attached to an extension tube that is attached to a syringe. Dhrs review could not be performed as the lot number was not provided. Probable root cause for this incident is indeterminate. The defect leakage at catheter junction was not confirmed with the evaluation and testing performed on the returned unit. Although leakage was not confirmed but damaged to inside of luer was observed which could have caused the leakage. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable.

Event description:
It was reported that during use of the bd insyte autoguard bc shielded IV catheter had saline leaked from between the catheter adopter and the catheter. There was no report of exposure, serious injury or medical intervention.